Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device interrogation in the emergency room, pacemaker-mediated tachycardia (pmt), post-sensed t-wave oversensing, r-wave undersensing, and functional undersensing of atrial tachycardia during mode switch were observed. The patient received an inappropriate shock due to post-sensed t-wave oversensing. Programming changes were made.